Event description:
Bovie pad not working properly. Staff replaced without resolution. Staff brought in new machine and pads working properly. Surgeon using valleylab suction coagulator and inadvertently touched pt gown. Tip still hot enough to scorch gown and pt received 4mm burn to shoulder.